Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a male patient underwent a port placement procedure using the powerport slim. Post the implantation, the patient allegedly experienced pain and exudate from the wound, along with moderate irrigation. Reportedly, on (B)(6) 2025, additional procedure was completed by shortening the torn catheter tube and reconnecting the catheter to the port chamber. The current status of the patient is unknown

Event description:
On (B)(6) 2025, a male patient underwent a port placement procedure using the powerport slim. Post the implantation, the patient allegedly experienced pain and exudate from the wound, along with moderate irrigation. Reportedly, on (B)(6), 2025, additional procedure was completed by shortening the torn catheter tube and reconnecting the catheter to the port chamber. The current status of the patient is unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, three x-ray images were provided for review. The first show the port in the correct position on the chest wall with the catheter attached. The second shows the port and catheter separated and the catheter travels to the right atrium. The final image shows the port re-attached and in correct position. Therefore, the investigation is confirmed for the reported catheter fracture, fluid leak, material separation and migration issues. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D(6a), g3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.